Event description:
It was reported that during an open sigmoid resection procedure, the device fired but the staples did not form at all. The device had cut the tissue but did not staple. The staples were open. The surgeon hand sewed the anastomosis. No patient consequence. The patient was stable immediately following the procedure.

Manufacturer narrative:
(B)(4). Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Fully compressed. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, fired as intended. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Two complete tissue donuts the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.